Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose over 500mg/dl and did not get occlusion alarm. Customer treated with manual injection but blood glucose did not drop down. Customer mentioned that they had bent needle and insulin was leaked from bottom end of the needle. Insulin pump will not be return for analysis.